Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the following issue was observed on the device: ¿maintenance error.¿ additional notes provided by the facility¿s clinical engineering support services include: ¿I checked the error logs to see what the issue might be and noticed that a pressure sensor error was occurring every few days. I replaced both the upstream and the downstream pressure sensor, even though they were testing in the right voltage level. When I was trying to calibrate the rate of the pump, I kept getting an air-in-line (ail) error. Replacing the ail sensor fixed the problem. I noticed during the visual inspection that the right iui connector had some corrosion on it, so I replaced that as well. I recalibrated the unit and ran it through its pm tests with no further issues.¿ reported problem cause description: "mechanical - electrical.¿ there was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿